Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres for 10 seconds. However, during the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition condition was good.